Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices for the two malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for a deflation issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 000720 feeding device allegedly experienced a deflation issue. This information was received from various sources. Both malfunctions involved patients with no reported consequence. The patient for both malfunctions was reported as a (B)(6) male weighing (B)(6).

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The devices for the two malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for a deflation issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Through a communication with the u.s. Food and drug administration on 09/16/2019, it was identified that the procode knt is no longer eligible for voluntary malfunction summary reporting (vmsr). However, the initial emdr was previously submitted in the prior quarter when the procode was eligible for vmsr. Therefore, this report is the supplemental to the initial report. After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 000720 feeding device allegedly experienced a deflation issue. This information was received from various sources. Both malfunctions involved patients with no reported consequence. The patient for both malfunctions was reported as a 83-year-old male weighing 70kgs.